Event description:
It was reported that during a da vinci si salpingo-oophorectomy procedure the mega needle driver instrument was not holding the needle. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed tube damage not reported by the site. The distal end of the main tube has various scratch marks with light material removal. The scratches are .075 - .100 in length and are not aligned with the tube axis. Evidence is not conclusive, but damage may have been caused by mishandling/misuse. On (B)(6) 2012 the reporter of the complaint confirmed that no fragments fell into the patient, and no injuries had occurred. No further information was available. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.